Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was reported as constipation. On the same day as onset, the patient was hospitalized for the event. The same day, the patient began treatment with zyvoxid (600mg, once for two days, route not reported) and intraperitoneal (ip) solvetan and ip voncon (doses, duration and frequencies not reported) for peritonitis. Two days after treatment with zyvoxid, the cloudy effluent was resolved. The patient was discharged seven days after admission. The patient was recovered from this peritonitis event. Physioneal and extraneal therapies were ongoing. No additional information is available.